Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. The device was functionally tested and performed as intended. We were unable to replicate the reported incident. We have documented the circumstance as they have been reported to us. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a sleeve gastrectomy procedure, the trocar had a leak in the part of connection with co2. It is unknown how the case was completed. No patient consequence reported.

Event description:
I flow received a report stating, 6 pts had pumps that ended up to 23 hours early. The nurse practitioner following the cases determined the early completion from conversations with the pts by telephone. The pumps were filled with 550 ml, medication ropivicaine 0.2%, flow rate 8ml/hour. I-flow has no independent knowledge of the event reported but is relaying the info that was provided by the user facility where the incident occurred. This product incident is documented in the I-flow complaint database and identified as record (B)(4).